Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with the sensor. Customer experienced calibrations and change error alerts. Current blood glucose level was 136 mg/dl. Customer stated she was initially wearing the sensor on the lower abdomen. Switched it to upper abdomen and he is getting better results. No further information reported.